Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019 according to the complainant, during the procedure, the band was attempted to be deployed onto the varix; however, two bands deployed at the same time. The procedure was completed with another speedband superview super 7 device. Additionally, there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.